Event description:
Information received indicates, the brake pedal will lock but the casters continue to move.

Manufacturer narrative:
The technician the casters were rusted and the rubber cracking. The technician replaced one brake caster, 2-5 inch wheels, two bushings, two bearings, and one adapter plate on brake block mechanism to repair the bed.